Event description:
The yankauer suction tip was retrieved from the surgical site after it had broken off.

Manufacturer narrative:
During a distal bicep repair, the yankauer suction tip contained in the custom extremity pack broke off inside the bone. The tip was located and removed with forceps. No serious injury resulted and the procedure proceeded without further incident. The sample was returned and the issue was confirmed. The tip appeared stressed, however, the body of the yankauer did not show any signs of fatigue or weakness in the material. The facility reported that excessive pressure may have been exerted on the yankauer during the procedure. No other details were provided. A root cause has not been confirmed.